Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that that the device has a bubbled dso and has a hole on the side of it. No patient involvement.

Manufacturer narrative:
One device was returned for repair. There was no prior service history. Visual inspection found downstream occlusion (dso) seal delaminating from device. Replaced the dso seal and device passed all test criteria.